Manufacturer narrative:
Product investigation is in progress.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Strings are always unraveling [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are unraveling. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort] strings are always unraveling [device breakage] case narrative: consumer reported via e-mail that the tampon strings are unraveling. No serious injury reported.